Manufacturer narrative:
D1: the reported product is an unknown vantive minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as reusing the minicap. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with unspecified antibiotics for the peritonitis event. The patient was discharged 17 days after hospital admission and was recovered from the peritonitis event. Action taken with pd therapy was not reported. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: d1, d4, d10, g1, g4. Should additional relevant information become available, a supplemental report will be submitted.